Event description:
It was reported that the insulin pump has alarmed motor error 5 times within the past 4 weeks; 2 occurred the day of the phone call. The customer's blood glucose was 190 mg/dl. The alarm occurred during bolus delivery. The customer stated that they went through the body scan at the airport while the device was connected. The customer stated that the first motor error occurred when they had MRI. The doctors and the nursed told the customer the device could stay connected. The customer was hospitalized due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis. The customer was nauseated and was having trouble thinking rationally and coherently. The customer uses the sensor feature and was looking at the sensor graph while delivering a bolus, which can cause false motor error alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and cracked reservoir tube lip.